Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased threshold measurements and noise on the rate sense channel. Subsequently, a revision procedure was performed where the physician observed lead abrasion and worn insulation between the proximal coil and yolk. A lead fracture is suspected. The rv lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.